Manufacturer narrative:
Age or date of birth,weight and ethnicity: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was removed and replaced due to a capsule break in patient's eye. No further information provided.

Manufacturer narrative:
Corrected data: further information was provided and reported the date of event occurred on 11/3/2022. Therefore, it is captured in this supplemental report: the following section has been updated accordingly: section b3, date of event: november 3 2022. Additional data: further information was provided and reported the patient's right eye was affected. Patient is doing good post-operatively. The following sections have been updated accordingly: section a2, age: 62 years , section a3, gender: female, section e1, email address: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.